Event description:
The patient reported that in 2007, he experienced separated infusion tubing at the luer connection. He stated that the infusion tubing had been in use for 9 days. He was advised to change the infusion tubing every 6 days. No physiological effects were reported. The patient did not require medical assistance from healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.